Event description:
It was reported that via a merlin at home transmission, non sustained lead noise due to post-paced t-wave oversensing was observed on a stored egm. Patient was an asymptomatic. Programming changes were recommended.